Event description:
Caller reported a cartridge alarm occurred. Blood glucose was not adversely impacted as it did not exceed 500 mg/dl. Technical support assisted in loading a new cartridge, but the alarm recurred, leading to the decision to replace the pump. The caller declined an out-of-warranty loaner pump, choosing instead to use her new tandem t:slim x2 pump and backup insulin delivery methods to ensure continued insulin therapy.